Manufacturer narrative:
The device is available to be returned for evaluation. However; it has not yet been received.

Event description:
The event involved a tego® connector that had a blood leak with possible physiological serum (quantity not identified) during a hemodiafiltration (hdf) post-dilution. The plastic valve on a tego cap was stuck on the patient's arterial line when removing lines. A catheter was clamped immediately and a 20cc syringe of blood was removed to expel any air that might have entered. The transparent silicone/rubber around and inside the yellow component comes off when the line is disconnected from the valve. There were no consequences or further treatment was required for the patient due to the rapid reaction of the nurse to clamp the arterial line in order to avoid the entry of air into the line. The device was changed with no further issues encountered. The medications innohep 2500 and neorecormon 4000ui was administered through the dialysis machine not directly through the tego valve. A chlohexidine disinfectant was used on the valve. There was patient involvement but no adverse event or human harm.

Manufacturer narrative:
Received one used. List #d1000, tego¿ connector, appx 0.05 ml; lot #5596143. Visual: obvious doming at the top surface of the silicone seal. The seal slit was laid open and would have readily leaked. No mating devices were returned to evaluate with the sed d1000 tego connector. Functional: tego vacuum leak testing vacuum leak testing - unactivated, (ps65-00001 section 6, p-1g-068): fail disassembly: the used d1000 tego connector was disassembled with the following observations: seal: misplaced silicone adhesive on one of the seal shoulders. Seal seated on the top of the body post resulting in a domed seal that leaked. Body: missing silicone adhesive around top rim at seal interface. The complaint was able to be confirmed. The probable cause is misplaced and/or missing silicone adhesive during assembly. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Additional information: a5, a6, d9 - date returned to mfg is 7/20/2022, and in h6 component code.